Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was working out at the gym when the insulin pump froze, she removed and reinserted the battery and received the button error alarm. Blood glucose value was 282 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. No frozen screen was noted. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.